Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4 and confirmed the flickering image / no image issue. The technician reported that when the flexible portion of the baton was moved, the image cut in and out as reported by the customer. The glidescope avl video baton 3-4 was scrapped and a replacement blade was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image kept going off when the baton touched the end of the probe. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.